Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned on 8/18/2014 and evaluated by life scan product analysis on 8/20/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. In addition, a secondary issue was noted when the meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an ¿unusual issue¿ with his one touch ultramini meter. The patient stated he was getting the message ¿8r1¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014 at 10:00 a. M. The patient manages his diabetes with insulin (unknown type, self-adjuster). At 1:00 p. M. The patient mentioned he had more food/drink in response to the alleged issue. The patient stated, 4 hours after the alleged issue occurred, he developed symptoms of ¿low blood sugar¿. The patient denied receiving any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.